Manufacturer narrative:
B5. Medtronic received additional information that the battery was installed on 05-june-2022, about 1 year and 3 months ago. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument had a low battery issue was verified during service. The service technician verified the user complaint of low battery after 10 minutes of running on battery. The service technician verified proper operation of the ups via service mode, the power supply was outputting 30.00vdc and both batteries measured above 13vdc, although they were not able to maintain the power output when operating on battery. The issue was resolved by replacing the batteries. The service technician then verified that the instrument operated on battery power for 15 minutes. Preventative maintenance was performed per specifications. Note: the device was evaluated in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a bio-console instrument, it was reported that the instrument had a low battery issue. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the battery did fail. The customer was unsure if the battery had a defect versus a failure to do with improper charging causing the battery to degrade prematurely. Service verified the proper operation of the power supply, proper operation of the uninterrupted power supply by switching via the service mode, the proper operation of the on screen display displaying the correct warning and icons as the power was switched from ac to battery and the proper operation of the led indicator on the base when switching between ac power and battery power. The battery read above 12.75vdc, upon replacement of the battery, the instrument was run for 20 minutes with no low battery warning. The lot number of the removed battery is 0011198399.